Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarm. Issue was resolved by removing, rewinding and reattaching reservoir. Issue reoccurred the next day, but issue could not be resolved. Caller did not know customer's blood glucose. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller would call back when insulin pump was available.